Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a yellow wrench alarm on (B)(6) 2020. There were no other reported concerns. A log file review was requested. The log captured the controller internal fault reported on (B)(6) 2020 and it continued for the remainder of the log file. Technical services stated that it appeared to be some type of internal voltage issue and would recommend changing out the controller when it is safe to do so in a controlled environment. An update was provided stating that the cause for the internal fault alarms were not identified. The patient's controller was exchanged and a new controller was issued to the patient. The patient is stable and is being monitored.

Manufacturer narrative:
During the manufacturer's investigation incidental findings of dim pump running leds, faded serial number, and software version missing from the label were found. Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via analysis of the submitted log file and log file downloaded from the returned system controller (serial number: (B)(6)); however, the alarm was not reproduced during testing. The log files contained approximately 3 days of data combined ((B)(6) 2020 ¿ (B)(6) 2020 per the timestamp). The log files captured a controller fault alarm associated with a controller boost over voltage fault on (B)(6) 2020 from 06:38:42 until the last event in the log file (captured on (B)(6) 2020 at 11:01:31). No other notable alarms were active in the log files. The alarm did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Evaluation of the returned controller did not reveal any issues that would have resulted in the reported controller fault alarm. Additional provided information stated that the cause of the controller fault alarm was not identified. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to troubleshoot all alarms, including controller internal fault alarms and the actions to take if the issue does not resolve. The patient handbook and the instructions for use cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.